Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be a temporary communication error between device and transmitter.